Event description:
The customer reported that the system displayed an "iris potentiometer" error message. This error prevents the x-ray function from working and it will shut the system down. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.